Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Images were displayed when the device was evaluated. In addition, the following non-reportable malfunctions were found during the device evaluation: a kink in the cable was present and the rear cover label was faded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is possible that the cable contributed to the reported issue but the cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the 4k autoclavable camera head, the image does not appear (no image), no image. The issue was found during reprocessing. There was no ongoing procedure and hence no delay involved. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date, the device was returned to olympus for evaluation, and the customer reported problem was not confirmed. However, the there was in an intermittent problem with the switch and the label on the rear cover was faded. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.